Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot undergo incoming functionality testing) has been confirmed. Upon investigation, the cable connecting ecgs c and d was pulled from the strain relief, damaging the wires in the cable. The root cause of the strained cable is excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt was unable to undergo incoming functionality testing (detect and treat testing).